Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer has disconnected from the pump and is taking manual injections.

Manufacturer narrative:
No product returning for evaluation. Show new relevant information become available, a supplemental form will be submitted.